Event description:
A malfunction was reported on the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to continue using the current pump as backup therapy and was provided with a replacement pump that included updated software. Technical support also gave instructions on entering storage mode and the return process for the problematic pump. The customer understood and acknowledged the guidance provided.